Event description:
It was reported that during a routine device change out, the physician noted that the left ventricular lead insulation was abraded. No electrical anomalies were noted. The lead remained implanted and the patient wo uld be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.